Event description:
The jetstream g3 was advanced to treat an extremely calcified 30 cm lesion located in the superficial femoral artery (sfa) and popliteal. The device was activated at the mid sfa and blood return was evident. When the device entered the total occlusion, just saline was aspirating. After several minutes, it was noticed that the collection bag was not filling. The physician finished the case and performed an angiogram. The final run showed significant improvement of the sfa but still no distal run off. There were no palpable pulses anywhere in the foot at the beginning of the case, nor at the end. No pre-angiograms were taken below the knee. Pt will have a bypass in the future.

Manufacturer narrative:
Based on the physical eval of the returned device, a kink at the location of the control pod was confirmed. The cause of the kink is unk and it is unclear whether the kink occurred prior to, during, or following use. The IFU includes a caution regarding kinks, "do not bend or kink catheter during setup or during the procedure. This may damage the device and lead to device failure." Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.